Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient had a lead fragment from a previous attempt at a lead removal. This lead remnant involved the "unknown" lead model # registered to the patient. Per the caller, the lead remnant had 3 electrodes attached to it and was less than 3 cm long per caller. Technical services (tss) followed up with caller to inform them that nothing could be found on the registered lead lot number that would allow them to clearly determine the "unknown" lead model number. The caller said they would continue to pursue this with the patient and the (hcp) as the pt has apparently kept detailed records about their past devices. Additional information was received from the rep. Per hcp that removed the lead, they have imaging that shows that the removed lead did not have tines. Additional information was received from the manufacturing representative (rep). The rep reported that the cause of the lead fragment remaining during the attempted lead removal was unknown. It was unknown if there was any patient harm or symptoms attributed to the lead being left inside the patient's body. They reported that the issue had not been resolved and there would be no further action taken.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2005, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3080 lot# l51859 implanted: (B)(6) 1998 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.